Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for pre-discharge follow up with the left ventricular lead dislodged. The lead was successfully repositioned on (B)(6) 2019. The patient was discharged in stable condition.